Manufacturer narrative:
Additional information: h3, h6, h10: the device evaluation was completed. During visual inspection it was noted that the silicone tubing bushing was not flush all the way around the catheter (bushing). The portion that was not flush was measured and the amount that was back and not flush was within the acceptable specification range for the product. Functional tests which included leak, clear passage, and clamp function tests were performed with no issues noted. The reported condition of misassembled was not verified. The sample met specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the "plastic piece underneath the light blue pull ring" (catheter adapter) of a minicap transfer set was not flushed with the tubing and was "moving around". This was noticed when the patient disconnected from therapy. The transfer set was in use for 5 days. The patient was given a new transfer set. There was no patient injury or medical intervention associated with this event. No additional information is available.